Event description:
During a turp procedure, the loop broke off inside of the pt. The settings on the generator were 120 cut, 100 coag. The loop was recovered from the pt with no pt harm.

Manufacturer narrative:
The electrode was received with the loop still attached to it. The loop is burned through one of the support arms; both arms show signs of charring. The insulation is melted on both supports. The loop appears to have been exposed to high power levels or had come in contact with the resection set sheath when power was being applied which caused it to short out.